Manufacturer narrative:
Evaluation confirmed that the circular punch broke off the distal end of the instrument. Condition of instrument is consistent with damage caused by stress overload, although we cannot confirm.

Event description:
Allegedly, the doctor was performing a bilateral endoscopic surgery with sinus navigation procedure when the doctor noted that the tip broke off and fell into the patient. The piece was immediately removed an x-ray was taken to confirm that nothing was left inside of the patient. The instrument was replaced and the procedure was completed with no delay and no serious injury to patient was reported.